Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient was going to have an esophagogastroduodenoscopy (egd) and may have cautery. The procedures were due to a problem with the device or therapy. There were no symptoms or further complications reported or anticipated.